Manufacturer narrative:
The cause for the repeatable (B)(6) advia centaur xp (B)(6) total results is unknown. Siemens has inquired if the patient sample is available for further investigation. The customer contact person and phone number was not initially provided, and has been requested. The instructions for use (IFU) states in the intended use section: "the advia centaur® hbc total (hbct) assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbv) in human serum or edta plasma using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established for the use of the advia centaur hbc total assay as an aid in determining susceptibility to hbv infection prior to or following vaccination in infants, children, or adolescents." (B)(4).

Manufacturer narrative:
Siemens filed on (B)(6) 2015 for a non-reactive advia centaur xp hbc total (hbct) patient result. On (B)(6) 2015 additional information: customer's contact name: (B)(6), phone number: (B)(6). The customer has informed siemens that the patient's sample is not available for further investigation. The cause for the non-reactive advia centaur xp hbc total result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.

Event description:
A repeatable (B)(6) advia centaur xp (B)(6) total ((B)(6)) patient result was obtained by the customer and considered discordant. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) total assay result.